Manufacturer narrative:
This reportable event was identified during a retrospective review conducted for the period between (B)(4) 2008 and (B)(4) 2010 of complaints for additional reportable events. This MDR is for day 2 of 3. See MDR #1061932-2010-00187 for day 1 of 3 and MDR #1061932-2011-02000 for day 3 of 3. Quality control samples were run before and after this incident and recovered within expected range. Field service was not dispatched for this event. The root cause is unk.

Event description:
The customer reported that the act diff 2 hematology analyzer generated erroneous platelet results (471 x 10^3/ul) on one pt sample. The sample was rerun and the platelet results (490 x 10^3/ul) were similar to the initial instrument results. A manual platelet estimate was performed and results were higher than the instrument recovery (705 x 10^3/ul). The customer considered the manual platelet estimate to be correct. The erroneous test results were not reported outside the laboratory. There were no reported changes to pt treatment associated with this event.